Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A tibial broach impactor (item 00595109000, lot 61103673) was returned for evaluation. Visual examination of the returned product/provided pictures exhibits signs of repeated use (nicked or gouged) and that the impactor plate has fractured off. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to wear and tear after a field life of around ten (10) years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during initial knee arthroplasty during removal of tibial broach from proximal tibia, the surgeon impacted the impactor, and the impactor plate broke off from the instrument. No impact to the surgery or the patient was noted.

Manufacturer narrative:
(B)(4). Report source foreign: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Surgeon impacted the impactor to remove the tibial broach from the proximal tibia, and the impactor head broke off.